Manufacturer narrative:
Event description and patient information updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port pin is broken and will not allow the machine to charge. Response to good faith effort indicated it is unknown how or when the physical damage occurred. There was no patient involvement at the time of the event, therefore no harm occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port pin is broken and will not allow the machine to charge. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.